Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer was hospitalized due to high blood glucose of 500mg/dl and still in intensive care unit on (B)(6) 2018. Customer had symptoms like a lot of abdominal pain. Customer¿s current blood glucose of 410mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer had bronchitis and a sinus infection. Drive support cap appears normal and had bent cannula. Insulin pump will not be return for analysis.